Manufacturer narrative:
The investigation for the reported hemolysis has been completed. The product was not returned. Data logs were returned and reviewed finding no abnormalities were noticed. The root cause of the hemolysis was not determined since product was not returned and insufficient clinical information provided. The instructions for use referenced in the initial report is for the impella cp with smartassist system. D4-corrected model number.

Event description:
The user facility reported a 64-year-old male undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. The complainant reported that the patient developed hemolysis during impella cp support. The patient's labs continued to hemolyze, but repositioning was declined by the physician. Discussions were made on potential escalation to impella 5.5 support; however, the cardiovascular surgeon was hesitant due to the patient's instability. Ultimately, the decision was made to explant the pump and the patient was placed on hospice care. Patient passed.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿